Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air during the loading sequence. Customer continued to use existing cartridge to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.